Manufacturer narrative:
UDI = (B)(4); a review of the device data found the intervals at the beginning of the episode were long/short/long, indicative of double counting. The episode went on for 53 minutes, causing the marker data to become full. It was believed that the long/short/long intervals occurred again prior to the shock being delivered. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. The patient was in a slow ventricular tachycardia (vt) that lasted greater than 50 minutes. A boston scientific technical services consultant reviewed the episode. As the episode was very long, markers were missing. The rate appeared to be at 160 bpm and had decreased to 150 bpm when the shock was delivered. The r-wave amplitudes had decreased, which likely resulted in double counting. The patient was asymptomatic prior to the shock. No adverse patient effects were reported.